Manufacturer narrative:
Other, other text: a1) new information was received that there was no patient involved in the reported event.

Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with cracked top case corners, right plunger case, bottom case by l-bracket and ac receptacle. Event history log review was performed and found evidence of reported problem. Visual inspection, and occlusion test were performed. The customer reported problem was confirmed. According to the investigation, motor rate error found at occlusion test. The investigation replaced the pump stepper motor, old motor mount, worm gear, worm coupling, lead screw and both clutch halves, installed the delrin washer. Performed occlusion test, pm and all functional testing passed. The problem source of the reported problem is user normal wear (pump is over 16 years old).

Event description:
Information was received that this smiths medical cadd medfusion 3500 pump exhibited motor not working. No reported adverse effects.